Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure the t2 would not deploy. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed t1 is free from the needle. The actuator is in its t2 pre-deployment position indicating a deployment of t1. T2 remains in its customary position on the delivery needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended, t2 would not deploy. Removal of t2 showed the bottom proximal end of the anchor is missing. This condition would not allow the actuator to properly pick up t2 for deployment. A review of the assembly process confirmed this defect would have been identified during said assembly process due to the manual nature of the process. It appears that t2 may have been obstructed in some manner during attempted deployment; this likely caused the actuator to skive off the bottom portion of the anchor when the trigger was advanced. A review of the complaint database confirmed this failure mode to be isolated in nature.